Manufacturer narrative:
Batch review performed on (B)(6) 2018; lot 1820890: 100 items manufactured and released on 21 jun 2018; expiration date: 2023-06-03. No anomalies found related to the problem. To date, 34 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain and the surgeon stated he was displeased with the screw placement. A 7x50mm screw was removed and replaced with a 6x50mm screw after about 1 month from the primary. The surgeon didn't use the myspine guides in primary.